Event description:
During review of programming history it was noted that patient had high impedance. The high impedance seemed to have resolved 4 days later. No additional information is known. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history.